Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for bacteremia, with no source found. A transthoracic echocardiogram was negative. The driveline was positive for enterococcus. They were started on ampicillin and ceftriaxone until (B)(6) 2025 and then amoxicillin 1g twice a day indefinitely. The provider suspected that the infection was seated in the pump, and the patient would be evaluated for orthotopic heart transplant.